Event description:
It was reported that the patient complained of chest discomfort and dizziness. It was found that the patient's right ventricular (rv) lead had increased bipolar impedance to a high measurement. Threshold has also increased. The rv lead was capped and replaced. During the replacement procedure, it was noted that the impedance was low. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).